Manufacturer narrative:
The patient recovered from the air injection and is awake, alert and following commands after having received hyperbaric oxygenation therapy. This complaint is reported because intravenous injection of volumes of air greater than 25 cc have the potential for serious injury or death if this is going to recur. An investigation is ongoing, however, at this time it is not known how such a large volume was injected. There is no evidence of device malfunction however the device will be fully investigated. Company comment: a (B)(6) female status post aortic valve replacement (avr), and hospitalized in the intensive care unit (ICU) for pneumothorax, pneumonia, blood in lungs and shortness of breath, presented for a chest CT with contrast (isovue 370). The contrast was prepared for injection with use of empower cta injector system. During initial set up (smart prep), an estimated 50 cc of air without contrast media got injected to the coronary artery. The CT images showed air in the chest but no contrast was seen. The patient had difficulty breathing and went into shock. She was intubated, and a chest tube was placed. Her blood pressure was less than 90 mmhg. She was transferred to the ICU and given epinephrine. Repeat chest CT showed no air in the lungs or chest area. The patient also had some right sided paralysis and CT of the brain and neck was performed but showed no abnormalities. ECG result was unknown. After unspecified duration, the patient recovered. She was awake, alert, following commands, and moving all extremities. Additional medical history included methamphetamine use, marijuana use, hypertension, and generalized headaches. Air injection greater than 25 cc have the potential for serious injury or death if this is going to recur. At this time it is not known how such a large volume was injected. There is no evidence of device malfunction however the device will be fully investigated. The patient's unstable condition due to pneumothorax, pneumonia, blood in lungs and shortness of breath, for which this CT scan was indicated, could also provide valid alternative explanation.

Event description:
On 13-oct-2016: an initial report was received from a health professional, CT manager/technologist. Additional information was received on 14-oct-2016 which was incorporated into the initial report. The CT manager/technologist reported. A (B)(6) female patient, weighing (B)(6), with a history of shortness of breath(sob), status post aortic valve replacement(avr), methamphetamine use, marijuana use, hypertension(htn), generalized headaches, alcohol abuse, pneumonia, blood in lungs and pneumothorax, presented for a chest CT with contrast based upon a chest x-ray(cxr) showing widening of the mediastinum (rule out pulmonary embolism(pe)). Prior to the CT procedure, the patient was hospitalized in the intensive care unit(ICU) for pneumothorax, pneumonia, blood in lungs and shortness of breath. The empower cta injector system was set for a pe protocol to administer isovue 370. An air injection occurred at initial set up during smart prep. It is estimated that 50 cc of air and no contrast media was injected and slow or no flow was visible in the coronary artery. The CT images showed air in the chest and no contrast (isovue 370) was seen. The size of the air embolus is greater than the diameter of the coronary artery, but the size is unknown. The CT chest was not repeated the time. The patient's ECG st segment changes are unknown. The patient's heart rhythm was unknown if abnormal. The patient did not have any chest pain but experienced difficulty breathing and went into shock during the procedure. She was intubated, a chest tube was placed and she had a blood pressure(bp) of <90 mmhg. The patient was transferred to the ICU. Further treatment included epinephrine. On an unspecified date, a repeat CT chest was performed which showed no pe and no air in the lungs or chest area. The patient also had some right sided paralysis and a CT of the brain was performed which showed no abnormalities. A CT of the neck was also performed which showed no abnormalities. Lot# and model of consumable kit was lot# iahz2-1609 fastload cta dual syringe pack. The patient was doing well. She was awake, alert and following commands as well as moving all extremities and was receiving hyperbaric oxygenation therapy. At the time of the report, the patient was recovering from the adverse events.

Manufacturer narrative:
The patient recovered from the air injection and is awake, alert and following commands after having received hyperbaric oxygenation therapy. This complaint is reported because intravenous injection of volumes of air greater than 25 cc have the potential for serious injury or death if this is going to recur. An investigation is ongoing, however, at this time it is not known how such a large volume was injected. There is no evidence of device malfunction however the device will be fully investigated. Company comment: a (B)(6) female status post aortic valve replacement (avr), and hospitalized in the intensive care unit (ICU) for pneumothorax, pneumonia, blood in lungs and shortness of breath, presented for a chest CT with contrast (isovue 370). The contrast was prepared for injection with use of empower cta injector system. During initial set up (smart prep), an estimated 50 cc of air without contrast media got injected to the coronary artery. The CT images showed air in the chest but no contrast was seen. The patient had difficulty breathing and went into shock. She was intubated, and a chest tube was placed. Her blood pressure was less than 90 mmhg. She was transferred to the ICU and given epinephrine. Repeat chest CT showed no air in the lungs or chest area. The patient also had some right sided paralysis and CT of the brain and neck was performed but showed no abnormalities. ECG result was unknown. After unspecified duration, the patient recovered. She was awake, alert, following commands, and moving all extremities. Additional medical history included methamphetamine use, marijuana use, hypertension, and generalized headaches. Air injection greater than 25 cc have the potential for serious injury or death if this is going to recur. At this time it is not known how such a large volume was injected. There is no evidence of device malfunction however the device will be fully investigated. The patient's unstable condition due to pneumothorax, pneumonia, blood in lungs and shortness of breath, for which this CT scan was indicated, could also provide valid alternative explanation. On 3-mar-2017: follow-up. The results of quality investigation became available: log file analysis confirmed the absence of eda error and does not confirm that the eda was enabled by user during injection. At the date of the incident, eda was only activated once over 4 injections. Installation date of the system (2007/10 years) demonstrates that the device is largely exceeding the defined lifetime. Out of service lifetime eda module passed all extravasation tests. The end-user reported message "eda out of range" when attaching the patch to the patient. As stated in the manual, the eda functionality was hence inactive at the moment of the injection if the end-user did not correct the cause of the message (eda patch wrongly placed, eda cable mis-connected). The non-detection of the extravasation is hence within specification as eda is inactive and that this was displayed to the user. Moreover eda is provided as an auxiliary feature, which assists users in the detection of a possible extravasation. As with all equipment that monitors a patient's physiological response, it is not intended as a substitute for observation and intervention by a trained healthcare professional. Diligence on the part of the owner/operator is an essential requirement of overall patient safety. Conclusion of the investigation: eda was inactive due to use error and was displayed inactive before/during the procedure which explains the non-detection of extravasation. The device is out of service lifetime. The device is not contributor to the complaint. Company comments: a (B)(6) female was given 80 ml of unspecified contrast agent with use of empower cta injector system, for CT scan (abdomen / pelvis). Before the injection, the system was intermittently displaying a message "eda out of range" when attaching the eda (extravasation detector accessory) patch to the patient. The contrast agent was administered at 2.5 ml/s when an extravasation occurred. The estimated extravasated volume was of 20-30 cc. The patient was given ice pack on her arm. No additional medical intervention was given and patient recovered. Based on quality investigation, the eda was inactive due to use error and was displayed inactive before/during the procedure which explains the non-detection of extravasation. The eda is provided as an auxiliary device feature to the empower cta injector system, which assists users in the detection of a possible extravasation. However, it is not intended as a substitute for observation and intervention by a trained healthcare professional. The extravasation risk should always be minimized by the hospital following best hospital clinical practices and recommended guidelines displayed in user's guide.

Event description:
On 13-oct-2016: an initial report was received from a health professional, CT manager/technologist. Additional information was received on 14-oct-2016 which was incorporated into the initial report. The CT manager/technologist reported. A (B)(6) female patient, weighing 59 kg, with a history of shortness of breath(sob), status post aortic valve replacement(avr), methamphetamine use, marijuana use, hypertension(htn), generalized headaches, alcohol abuse, pneumonia, blood in lungs and pneumothorax, presented for a chest CT with contrast based upon a chest x-ray(cxr) showing widening of the mediastinum (rule out pulmonary embolism(pe)). Prior to the CT procedure, the patient was hospitalized in the intensive care unit(ICU) for pneumothorax, pneumonia, blood in lungs and shortness of breath. The empower cta injector system was set for a pe protocol to administer isovue 370. An air injection occurred at initial set up during smart prep. It is estimated that 50 cc of air and no contrast media was injected and slow or no flow was visible in the coronary artery. The CT images showed air in the chest and no contrast (isovue 370) was seen. The size of the air embolus is greater than the diameter of the coronary artery, but the size is unknown. The CT chest was not repeated the time. The patient's ECG st segment changes are unknown. The patient's heart rhythm was unknown if abnormal. The patient did not have any chest pain but experienced difficulty breathing and went into shock during the procedure. She was intubated, a chest tube was placed and she had a blood pressure(bp) of <90 mmhg. The patient was transferred to the ICU. Further treatment included epinephrine. On an unspecified date, a repeat CT chest was performed which showed no pe and no air in the lungs or chest area. The patient also had some right sided paralysis and a CT of the brain was performed which showed no abnormalities. A CT of the neck was also performed which showed no abnormalities. Lot# and model of consumable kit was lot# iahz2-1609 fastload cta dual syringe pack. The patient was doing well. She was awake, alert and following commands as well as moving all extremities and was receiving hyperbaric oxygenation therapy. At the time of the report, the patient was recovering from the adverse events. On 03-mar-2017: follow-up. Quality investigation report was provided. No further information was provided by the reporter. This case is medically closed.